Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes and further testing were recommended. Programming changes will be made during patient¿s follow up visit in 6 months time. Patient was stable.